Event description:
It was reported the patient received an inappropriate shock for the right ventricular (rv) lead oversensing noise. The rv lead impedance was high and the threshold was also a little high. It was questioned if the lead had a fracture. The pace/sense portion of the rv lead was going to be replaced and the rv high voltage portion of the lead was going to remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.